Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt underwent surgery to replace the implantable neurostimulator (ins). Premature battery depletion was suspected. The pt status was reported "no health hazards". Reference MFR report# 3004209178-2009-02934.